Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01150. It was reported the patient was hospitalized after experiencing a severe headache on the evening of being implanted with a permanent scs system. The headache is believed to be a result of an alleged cerebrospinal fluid leak that occurred during the implant procedure. The patient was hospitalized for three days. While hospitalized, the patient was kept in a supine position and was given anti-nausea/pain medication to address the headache. The patient has been feeling better since being discharged from the hospital.